Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: we have recently changed the becton dickenson syringe that we use in production of our pharmapacks. We used (B)(4) product 301229 (our code (B)(4)) we changed to product 301033 (our code (B)(4)). We have concerns, our customer has brought to our attention that they are having issues with the ¿dose¿ levels being compared with the original supply using the bd3030 & the (B)(4) syringes. Please see below. They are comparing the following batches: (B)(6) batch number 26978 was using product 301033 (B)(4), your supply was batch number 2332019 supplied to (B)(6) on our purchase order (B)(4) on 20/03/2024. (B)(6) batch number 24650 was using product 301229 (B)(4), your supply was batch numbers 2104004 & 2206006 supplied to (B)(6) on our purchase order (B)(4) 21/05/2021 & (B)(4) 16/08/2022.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that based on customer response, concern is related to new syringe which is captured in pr (B)(4). Pr for material 301229 will be cancelled. The associated MDR will be void.

Event description:
No additional information.